Event description:
It was reported the patient passed away on (B)(6) 2019. The physician stated the patient suffered from multiple comorbidities. Reportedly the issue was not related to the device or the procedure.